Event description:
It was reported that post the implant procedure there was no capture at maximum output, high impedance, undersensing, and a loose set screw on the right ventricular (rv) port of the device. The next day, the patient returned to the operating room to have the right ventricular (rv) lead examined. After opening the pocket and gaining access to the device and leads, the rv lead was able to be pulled out of the rv port with minimal effort. The rv lead was tested and found to be fully functional and operating within normal limits. The rv lead was firmly seated in the rv port and the set screw was firmly tightened. Normal operation of rv lead was observed. The device and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID a2dr01, implanted: (B)(6) 2015. (B)(4).